Event description:
The ventilator was connected to the pt. The ventilator gave an error code 28. The fse states there was a vibration in the alarm tone. There was no pt injury. The fse repaired the unit and the ventilator is currently operating to specifications. Svc report available.